Manufacturer narrative:
E1: reporting institution name - independent administrative institution regional medical function promotion organization.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator turned on unexpectedly without user operation. There was no patient involvement when the issue occurred. There was no patient or user harm reported.

Manufacturer narrative:
The device was evaluated, and the service engineer (se) confirmed that the device starts up on its own. The se noted that the power button had malfunctioned due to a failure in the user interface board. The se then noted that the user interface assembly needed to be replaced. A quote was provided to the customer; however, the device was returned with no repairs at the customer's request. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.